Manufacturer narrative:
Approximate age of device - 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital due to an unknown site of bleeding, with a hemoglobin of 7.7 g/dl and hematocrit of 23.3. The patient was transfused one unit of packed red blood cells (prbc) and the patient reported that they had dark stools for the past 2 days. The patient was given intravenous protonix. Their hemoglobin and hematocrit remained stable during the admission and did not receive any more blood products. The patient was discharged to home on (B)(6) 2018 with a hemoglobin of 7.5 g/dl and hematocrit of 23.1. At the time of the event the patient was taking warfarin. Reportedly, the event was resolved.

Manufacturer narrative:
The device was not returned for analysis. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The device history records could not be reviewed because the serial number was requested, but was not provided. The manufacturer is closing the file on this event.